Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the two-photo returned sample noted one opened (without original packaging), used silicone foley. This photo sample will be evaluated for "asymmetrical balloon". Visual inspection of both photo sample noted that the balloon concentricity was observed to be 100:0 as compared to attachment 1 of tm0300903 (rev 3). Asymmetrical balloon. Photos screenshot from intake team show asymmetrical balloon, attached in the investigation overview tab. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction made to tab h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that asymmetrical balloon caused the foley catheter to fell out before the intended duration of use. Per follow up information received on 15sep2025, stated new foley catheter was reinserted. Patient exposure to urine. No serious injury.

Event description:
It was reported that asymmetrical balloon caused the foley catheter to fell out before the intended duration of use. Per follow up information received on (B)(6)2025, stated new foley catheter was reinserted. Patient exposure to urine. No serious injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.